Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll chelmsford. The report was unable to be duplicated. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.